Manufacturer narrative:
Unique identifier (UDI) #(B)(4). Initial reporter occupation is lay user/patient. The patient's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using an unknown method. At 4:00pm the laboratory result was 3.9 inr. This result was believed to be correct and the patient's warfarin dosage was slightly reduced, for 1 day, based on the laboratory result. At 7:30pm the meter result was 5.1 inr. The patient's therapeutic range 2.5-3.5 inr.